Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. He was able to confirm the failure. Recalibration attempted but unsuccessful.in order to resolve the issue, the fse replaced the touchscreen and video board. The unit was fully checked on service 44401129. The unit was inspected and cleaned after repair of touchscreen. The device was fully calibrated and function checked. The device is operational.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units touchscreen was intermittent. There was no patient involvement.

Manufacturer narrative:
The correct aware date of this complaint is (B)(6) 2023. A supplemental report will be submitted upon completion of our investigation.